Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the bone to aseptic cement interface. Depuy cement manufacturer. Baseplate well fixed to cement. It was also reported that patient has high bmi and physician believes patient needed longer tibial stem, revised to attune revision rp. Doi: (B)(6) 2016; doi: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.